Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, when disconnecting the lung tissue, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. Another reload and handle were used to resolve the issue. No patient harm.